Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic complaining about battery issues. Log files were analyzed by a manufacturer's representative who was able to confirm multiple alarms associated with one of the patient's batteries. It was also mentioned that the alarms induced by the battery resulted in double disconnects and pump stops. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: bat319483 was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery had a faulty/lifted weld between one of the cell pairs.the log files of the controller in use during the reported event, con311665, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of alarm log files revealed several power disconnect alarms and two critical battery alarms due to bat319483 depleting below 10% relative state of charge (rsoc). Several cell under voltage alerts were also recorded in log files indicating that a cell pair depleted below the voltage threshold. As a result, the reported critical battery alarm power disconnect alarm events were confirmed. Log file analysis revealed a controller power up and motor start event near the reported event date on 02/02/2018 at 09:38:30. The data point prior to the controller power up ,logged at 09:24:49, revealed that bat319825 was connected to power port 1 with 25% rsoc and bat319483 was connected to power port 2 with 38% rsoc. The data point after the controller power up event revealed that both batteries were replaced. The patient was without power for 10 seconds. As a result, the reported loss of power and pump stop was confirmed. The most likely root cause of the reported critical battery alarm and power disconnect alarm events can be attributed to a lifted cell weld. Based on an investigation conducted, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or due to a battery with a faulty weld. An internal investigation was initiated to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.